Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient charged their ins on oct-07. On tuesday oct-22 the ins battery was half full. The next day the battery was empty. The patient was able to charge the ins, and the programmer showed a power on reset (por) error. It was unknown if there were any external factors that led to the event. The patient's hcp programmed the ins and everything was stated to be okay. No further symptoms or complications were reported or anticipated in association with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the cause of the por was not determined.